Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported blocked marker lumen was not confirmed. Difficult to insert into the anatomy could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, a femoral angiogram or other imaging was not taken. It should be noted that the proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Failure to follow steps/instructions. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral vein via 6fr sheath using the preclose technique prior to a patent foramen ovale (pfo) procedure. Reportedly, after advancing the proglide device into the patient anatomy, no blood was seen in the marker lumen. The proglide device could not be advanced any further into the vein but reported to be in the correct location in the anatomy and the sutures were placed. A second proglide device was placed successfully using the preclose technique. The sheath was upsized to 14fr and the pfo procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. In the first seconds following closure, there was minimal oozing from the access site. Manual compression was applied for a short time and then the patient received a small plaster. A femoral angiogram was not taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.